Event description:
Description of event according to the initial reporter: upon deployment the filter came out fairly tilted. Doctor commented on the tilt during the case. No signs of a technique flaw were observed by the dm. (B)(4).

Manufacturer narrative:
(B)(4). PMA/510(k): k171712. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: upon deployment, the filter came out fairly tilted. A single image from venogram was provided for imaging review. Per imaging reviewer´s findings: single image from time of ivc filter placement demonstrates a select platinum ivc filter in the infrarenal ivc. Relative to the center line of the ivc there is 22.8 ° of leftward tilt present. The hook of the ivc filter appears to at least abut the left lateral wall of the ivc and likely extends into the left renal vein ostium. The ivc measures approximately 17 mm at the level of the primary filter feet. The resolution is such that all the secondary legs are difficult to appreciate, but the primary legs all appear normally aligned. Per imaging reviewer impressions: per the complaint report the select platinum ivc filter was deployed via a femoral approach. Given the angulation, I presume this was via a right common femoral venous approach. The complaint report states "upon deployment, the filter came out fairly tilted." There is no discussion of the deployment technique, but there were no flaws observed at the time of deployment. The ivc filter does demonstrate a significant leftward tilt, which can decrease the efficacy of the filter in this position, and potentially lead to challenges with future filter retrieval and/or problems such as penetration and/or fracture if left in this position for extended periods of time. The patient's ivc is within the recommended size requirements to deploy the select platinum, furthermore, there is no significant tortuosity appreciated on this single image. However, if there was tortuosity at the confluence of the iliac veins and the ivc, this could at least contribute to the filter tilt, but this anatomy was not included on this image. The select platinum ivc filter is designed to utilize the secondary legs as a centering mechanism during deployment, allowing the filter to be advanced cranially with the secondary legs deployed. However, once the secondary legs are unsheathed, if the filter is inadvertently retracted, this could cause the secondary feet to engage with the wall of the ivc in an asymmetric fashion resulting in a tilt when the primary legs are released. Unfortunately, without elaboration of the actual events surrounding the deployment or a cine clip demonstrating the movement of the filter during the deployment, these possibilities are merely hypothesizes. Ideally the filter should not be left in this configuration for any extended period of time to avoid any future issues with the filter and to ensure efficacy. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt there are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information and imaging review it is unknown what caused the filter to tilt upon deployment. Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.